Event description:
The field service logistics coordinator reported that the automated impella controller (aic) generated a battery failure alarm. There was no patient harm reported.

Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs showed the console had not been powered on for roughly 11 months. The return product was inspected and revealed, upon arrival, the batteries were confirmed to be depleted. The batteries were likely depleted because the console was not routinely charged as recommended. The cause of the aic issue was a depleted battery set due to the end user not routinely charging the device. This report is being filed as part of a retrospective review of historical records.